Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2006 and was revised on (B)(6) 2010. It is further alleged that she suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding altr, corrosion and wear involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection, material analysis, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: clinician review: a review with a clinical consultant indicated "this product inquiry concerns a 56-year-old female who underwent a right total hip arthroplasty on or about (B)(6) 2006, with a cobalt chrome lfit v40 femoral head and a citation tmzf ha femoral stem. I can confirm that this event happened since I was able to review the operation report. The patient then underwent revision surgery of the right total hip replacement on (B)(6) 2010, where it was found that the acetabular component was loose and there was no evidence of infection or any corrosion or trunnionosis or altr. The diagnosis was aseptic loosening. I can confirm this since I was able to review the revision operation report from 2010. I can also confirm that the patient underwent another revision surgery of the right hip on (B)(6) 2017, for periprosthetic joint infection. Again there was no evidence of any corrosion, trunnionosis or altr. The root cause of aseptic loosening of an acetabular component cannot be determined with certainty. Contributing factors can include surgical technique, in the way that the acetabular bed is prepared and the manner in which the acetabular cup is secured. If fixation is not optimal, fibrous ingrowth can occur and the cup can loosen at some point in the future. The root causes of late periprosthetic joint infection are multifactorial. Patient factors such as the patient's general medical condition, whether or not the patient is immunocompromised, can contribute. The possibility of a remote infection seeding the implant can be considered as well. If the patient is immunocompromised and not given prophylactic antibiotics for dental work, etc. Infection can occur." -product history review: review of the device history records could not be completed due to insufficient information. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to trunnionosis, metallosis and altr. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review with a clinical consultant indicated "this product inquiry concerns a 56-year-old female who underwent a right total hip arthroplasty on or about (B)(6) 2006, with a cobalt chrome lfit v40 femoral head and a citation tmzf ha femoral stem. I can confirm that this event happened since I was able to review the operation report. The patient then underwent revision surgery of the right total hip replacement on (B)(6) 2010, where it was found that the acetabular component was loose and there was no evidence of infection or any corrosion or trunnionosis or altr. The diagnosis was aseptic loosening. I can confirm this since I was able to review the revision operation report from 2010. I can also confirm that the patient underwent another revision surgery of the right hip on (B)(6) 2017, for periprosthetic joint infection. Again there was no evidence of any corrosion, trunnionosis or altr. The root cause of aseptic loosening of an acetabular component cannot be determined with certainty. Contributing factors can include surgical technique, in the way that the acetabular bed is prepared and the manner in which the acetabular cup is secured. If fixation is not optimal, fibrous ingrowth can occur and the cup can loosen at some point in the future. The root causes of late periprosthetic joint infection are multifactorial. Patient factors such as the patient's general medical condition, whether or not the patient is immunocompromised, can contribute. The possibility of a remote infection seeding the implant can be considered as well. If the patient is immunocompromised and not given prophylactic antibiotics for dental work, etc. Infection can occur."no further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2006 and was revised on (B )(6) 2010. It is further alleged that she suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Update as per medical review: it was found that the acetabular component was loose and there was no evidence of infection or any corrosion or trunnionosis or altr. The diagnosis was aseptic loosening.